Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2021-03283 and correct the initial report. Based on the following information, olympus determined that the reported event was an event in which the brush could not be inserted due to a foreign material clogging the instrument channel. -the cleaning brush could not be inserted into the device. -foreign material was removed by reprocessing performed at the olympus repair center. Therefore, olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned from olympus repair center in (B)(4) to olympus medical systems (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the reported phenomenon that the channel was clogged could not duplicated. Stent debris in the channel was removed during reprocessing at the olympus repair center in (B)(4). The reported event may have been caused by insufficient reprocessing. The adhesive on the bending section rubber was peeling off. The angulation was insufficient due to the elongation of the angle wire. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the manual reprocessing, the brush could not be inserted inside the device. There was no report of patient injury associated with the event. An olympus field service engineer checked the device and confirmed that the channel was clogged. And olympus inspected the device at olympus repair center in (B)(4) and found that broken stent debris exited from the channel during the reprocessing.